Event description:
On july 5 at approximately 3:oo p.m. The display on the multiview workstation froze and went unnoticed by the nursing staff for thirty minutes to an hour. The system was rebooted using the on/off switch and came back on. On july 5th between 7:00 p.m. And 12:00 p.m. A second mvws on the same network display froze up and was rebooted. This happened to 3 mvws at this site.